Event description:
Pt implanted with a margron-dtc hip replacement presented with thigh pain 2 years postoperatively. Anterior thigh pain likely due to femoral stem subsidence. No revision surgery performed. Surgeon made decision to monitor pt over a period of 3 months and review again after this period for the need for revision or otherwise.

Manufacturer narrative:
The event is being reported following reassessment by portland orthopaedics. The reassessment was conducted after a trend regarding early revision rates with the margron device was observed by another country's orthopaedic association in its 2007 national joint registry report. This observed trend and portland's initial analysis were previously reported to FDA in MDR no 9613642-2008-00001. As a precautionary measure, portland has taken the margron dtc system off the market in the u.s. Pending further evaluation of the device and events, except for cases in which margron-specific tools or components are necessary to perform revision of a margron implant.